Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500162166) were tested with control solution instead. All results were within the range specification and no errors were observed. In addition, a device history review (DHR) of the meter was requested. The DHR for lot number reported indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. Visual inspection of the retained test strips did not identify any defects therefore the cause of the issue could not be determined. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A hospital nurse reported that on (B)(6) 2014, a patient who had "suffered hyperglycemia shock" (clarified this means hyperglycemia) was treated at their hospital. It was further reported, the customer received a reading of 100 mg/dl on her adc blood glucose meter at home, but after that she went into "hyperglycemia shock" and was sent to the hospital. At the hospital, a venous blood specimen was obtained with a result of 200 mg/dl. They rechecked the glucose using the customer's meter and again received a reading of 100 mg/dl. Customer was treated with regular insulin, intravenous fluids and had the therapy monitored via the hospital lab. She also received "other underlying treatment". The customer spent one night in the hospital. There was no report of death or permanent injury associated with this event.